Event description:
Per the clinic, the rechargeable battery was found to have allegedly leaked fluid.

Event description:
It was reported that the rechargeable battery malfunctioned and the canister reportedly burst (date not reported) and the patient experienced an acid burn down his neck. Additional information has been requested but has not been made available as of the date of this report.